Event description:
The account's biomed stated that a nurse was raising the right intermediate siderail and saw a spark coming out of the siderail latch assembly.

Manufacturer narrative:
The technician inspected the bed and couldn't find any signs of cut wires or damage to cable assemblies. He performed a complete function check and electrical test and found the bed operating properly. The technician could not duplicate the alleged malfunction.